Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14sep2018.

Event description:
The customer reported that the device displayed an error code blower temperature high. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 17oct2018. Date of manufacturer: 16oct2018. Philip's technical services discussed suggested repairs with the customer. Numerous attempts were made to obtain information regarding the repair of the device, however, no further information was received from the customer. No parts were received at philips for evaluation, therefore, a root cause could not be established.